Event description:
The patient presented in clinic following multiple inappropriate hv therapy due to noise on the implanted leads. Prior to the revision procedure, the device was interrogated and noise was still present. The ICD and leads were explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise and inappropriate therapies was confirmed. The device delivered inappropriate therapies due to the noise. Electrical testing revealed an anomalous reference voltage, which resulted in noise. The anomalous reference voltage was caused by an intermittent connection of the reference voltage¿s capacitor to the hybrid.